Manufacturer narrative:
The following field has been updated with corrected information: g.4. Date received by manufacturer: 2019-12-11.

Event description:
It was reported that needle was clogged with a bd pen needle 31gx5mm. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that cannula clog and completely prevent fluidic fill in & fill out during injection of insulin for low the level of blood glucose on (B)(6) 2019.

Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: lot#9064687 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station. Clog test was conducted on 7pcs retention samples and all no needle clog found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Based on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: <copy from complaint investigation tab> root cause description: lot#9064687 DHR and related manufacturing records were reviewed, no abnormality was found. Rationale: according to dfema 149rmn-0004-03, the severity of cannula clog is moderate(s3), the actual complaint rate of pen needle clog is less than 1 cpm(o1) since from 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that needle was clogged with a bd pen needle 31gx5mm. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that cannula clog and completely prevent fluidic fill in & fill out during injection of insulin for low the level of blood glucose on (B)(6) 2019.